Event description:
Phlebotomist claims to have activated the safety shield of the safety lok blood collection set when phlebotomist heard the click. Phlebotomist placed the safety lok blood collection set with the needle holder still attached on a paper towel with the product wrapper. Phlebotomist then folded up the paper towel and grabbed the whole thing from the top with the right hand. Upon grabbing the folded up paper towel, phlebotomist was stuck in the thumb. Phlebotomist alleges that the safety shield, which phlebotomist engaged, had somehow disengaged and left the needle exposed. Phlebotomist claims to have been infected with hepatitis c and has undergone treatment. Review of database indicates no other issues concerning this production lot number.